Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, a crystallized layer of additive formed at the top of an unspecified number of tubes post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did receive two photographs from the customer in support of this complaint. A thin crystalized layer is visible on the top of the tube after centrifugation. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, a crystallized layer of additive formed at the top of an unspecified number of tubes post centrifugation. No adverse impact was reported regarding the patient or user.